Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include: 4024; 4068; 5024m; 5076; 6940.the date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 55 years old. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: incidence of complications in patients with implantable cardioverter/defibrillator who receive additional transvenous pace/sense leads. Pace 2005; 28:795¿800. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding the incidence of complications in patients with implantable cardioverter defibrillators (icds) who received additional transvenous pace/sense leads. Multiple patients and multiple manufacturers were reported in the article ; however, a one to one correlation could not be made with unique device serial numbers. The article reports patient deaths due to cardiac-related causes. Additionally the article reports during follow up patients experienced: oversensing, inappropriate therapy, insulation defects, out of range impedance and thresholds, fracture, system infection and other pace/sense lead defects. Multiple patients received an additional pace/sense lead or a new combined integrated high-voltage and pace/sense lead. Other patients required insulation repair or repositioning of the pace/sense lead, or removal due to infection. The status of each individual lead is unknown. No further patient complications have been reported as a result of this event.